Manufacturer narrative:
The device involved in the reported incident has been returned. The device eval is in progress. The result of the device eval will be reported in a follow up MDR submission.

Event description:
It was reported the motor was not working. There was no pt contact when the repair needs were found. The issue was found during cleaning and sterilization. The devices were being inspected after cleaning.

Manufacturer narrative:
Integra has completed their internal investigation on 12may2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for s-142 manufactured 02-20-2004 show no abnormalities relate to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on 10-20-2014. A two year lookback for this reported failure and or related to \"motor not working \" for this product ID shows that (B)(4) complaints were received including this case. Conclusion: in summary: this customer sent in s-1057 / 915460 with s-142 head assembly attached to the handle: as such the returned head was found in-tolerance on all calibration points.